Manufacturer narrative:
B5 updated based on additional information.

Event description:
Additional information received that when the staff discovered the problem, they changed the original purge cassette thinking that could be the solution, but the issue seems to be more with the purge side arm.

Event description:
The complainant reported that during support, an impella 5.5 experienced an ¿air in purge¿ alarm after the patient returned from the dental clinic and the device was reconnected in the intensive care unit. The nurse performed the standard purge de-airing steps twice without resolution; the alarm cleared after the third attempt. Following alarm resolution, staff observed what appeared to be purge fluid leaking within the purge arm reservoir area and externally at the connection point between the white impella catheter and the purge arm on the patient side. Despite the observed leakage, purge flow and purge pressures remained within normal limits, and all other impella parameters were within expected ranges. The clinical team was advised to continue hourly monitoring. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. At the time of writing this report, the patient continues to be supported by impella 5.5.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause could not be determined as the product wasn't returned for investigation. The cause of the priming problem could not be determined.